Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported.